Event description:
It was reported that during a laparoscopic cholecystectomy, the device was scissoring. Another device was pulled from shelf which also scissored. Unsure of how case was completed. There was no patient consequence.